Manufacturer narrative:
Complaint no: (B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, initiating therapy before connecting is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected to the device at the time of the alarm for their initial drain of peritoneal dialysis therapy. During troubleshooting, it was noted that the patient had initiated therapy prior to connecting themselves to the patient line. The patient then connected to begin therapy. The technical service representative assisted the patient with ending therapy. Proper procedures were reviewed and the patient planned to start therapy over using new supplies. There was not patient injury or medical intervention associated with this event. No additional information is available.